Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. In this case, a definitive cause for the reported stent migration could not be determined. It may be possible that the migration was the result of non-uniform or partial stent apposition or under-sizing of the vessel; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right vertebral artery with heavy calcification, heavy tortuosity and 90% stenosis. The 6x18 mm herculink elite stent delivery system (sds) was advanced to the lesion. During positioning, the proximal marker of the herculink sds was located approximately 1 mm from the subclavian artery ostium. After deployment, the proximal end of the stent was observed to be 2 mm from the ostium, indicating a noticeable migration. Therefore the stent was removed with the delivery system and a new same size device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.